Manufacturer narrative:
Device passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history file. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose level and motor error and a motor position encoder error alarm. The customer¿s blood glucose level was 43 mg/dl. The customer stated that the pump stopped working in the morning and motor error. Customer reported the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.